Event description:
On (B)(6) 2024, this peritoneal dialysis (pd) patient on continuous cyclic pd (ccpd) therapy utilizing the liberty select cycler reported to fresenius customer service he experienced peritonitis and was in the hospital. There was no specific allegation this adverse event was related to a deficiency or malfunction of any fresenius product(s) or device(s) in the initial reporting. Upon follow up with the patient¿s pd registered nurse, it was reported this patient was hospitalized on (B)(6) 2024 following abdominal pain and cloudy peritoneal effluent fluid. Laboratory testing conducted in the hospital was not reported to the outpatient clinic and the results remain unknown. The patient was diagnosed with peritonitis due to touch contamination during ccpd therapy at home. The patient was prescribed intraperitoneal (ip) vancomycin at 2000 mg and ip cefepime at 2000 mg (frequency and duration unknown) to address the infection. The patient was able to undergo ccpd therapy on a hospital provided liberty cycler for the duration of the admission. The patient had an uneventful hospital course and was discharged to home on (B)(6) 2024. It was confirmed the patient¿s peritonitis, and the associated hospitalization were not due to a deficiency or malfunction of any fresenius product(s) or device(s). The patient recovered from this event as he remains asymptomatic. The patient continues ccpd therapy on the same liberty select cycler at home post-discharge.